Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a highly calcified posterior tibial artery. During the initial inflation of a 2.0x80mm armada 14 balloon dilatation catheter the balloon burst at an unspecified atmosphere. Another balloon was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.